Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and is confirmed to be unavailable. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple knives were noted to be dull. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that 80 percent of knives on an ongoing basis have been dull during separate surgeries. Alternate knives have been obtained in order to complete each procedure. There has been no impact to any patient. Additional information is confirmed to be unavailable for this report.